Manufacturer narrative:
The reported event occurred on a cobas e 801 module (serial number: (B)(6)). The investigation determined that the anti-hbc g2 elecsys e2g 300 v2 assay and the hiv duo assay performed within their claimed product specifications. A review of calibration traces for both assays did not reveal any issues during the relevant time frame. For patient 1, the false-positive hiv duo result was attributed to reactivity in the antigen module. For patient 2, the false-positive anti-hbc result was most likely due to sample-specific factors, as two out of three methods used in confirmatory testing produced negative results. For patient 3, no definitive conclusion could be drawn regarding the false-positive anti-hbc result. While the patient was undergoing privigen therapy, which could theoretically influence results, internal testing did not identify interference with igg concentrations up to 7 g/dl, and privigen itself was not tested. The fluctuation in results for patient 3 could not be conclusively explained based on the available information. The root cause for the false-positive results in samples 1 and 2 was determined to be within the specificity claims of the respective assays. For sample 3, insufficient information was available to establish a clear root cause. Confirmatory testing remains essential for these assays in cases of questionable results.

Event description:
The initial reporter alleged false-positive results for multiple patient samples tested with the anti-hbc g2 elecsys e2g 300 v2 assay on the cobas e 801 module. For patient 1, a sample tested on (B)(6) 2024 yielded a false-positive hiv duo result with an antigen value of 1.59 and an antibody value of 0.0713. Confirmatory testing at a reference laboratory using multiple methods, including the feenius hiv 1/2 confirmatory assay (bio-rad), vidas hiv duo quick (biomérieux), vitros hiv combo (ortho clinical diagnostics), and innotest hiv antigen mab (fujirebio), produced negative results. For patient 2, a sample tested on (B)(6) 2025 yielded a false-positive anti-hbc result. Historical results for this patient included a value of 1.050 in 2022 (on the edge of negative), 0.836 in 2024 (clearly positive), and 0.635 in 2025 (clearly positive). The sample was re-tested on the alinity (abbott) and atellica (siemens) platforms, both of which produced negative results. For patient 3, a sample tested on (B)(6) 2025 yielded a false-positive anti-hbc result. Historical results for this patient included a value of 0.074 on (B)(6) 2024 (positive), 1.470 on (B)(6) 2024 (negative), 1.680 on (B)(6) 2024 (negative), and 0.373 on (B)(6) 2025 (positive). The patient was reported to be undergoing privigen therapy, which consists of human immunoglobulin g (igg).